Manufacturer narrative:
The t:slim x2 basal iq user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer also reported using their infusion set for four days. Tandem customer technical support informed customer that is off-label per the user guide. Customer's blood glucose was 300-400 mg/dl.